Event description:
The customer reported that the bedside monitor (bsm) kept randomly rebooting. No patient harm reported.

Manufacturer narrative:
Details of complaint:the customer reported that the bedside monitor (bsm) kept randomly rebooting. The device was sent in for evaluation. No patient harm or injury was reported.investigation summary: during the evaluation of the device, the reported issue was duplicated and confirmed. When the unit was rebooting, a loud ding was observed. A component was found to be damaged due to wear and tear. The main digital board, ur-40905, bsm-3500a (qty 1), was replaced to resolve the issue. The unit was tested, per the operator's/service manual and completed 24 (twenty-four) hours of extended testing, meeting specifications in all areas post repairs. The device was then shipped back to the customer. Nihon kohden repair center (nk rc) was able to confirm that the reported issue was due to a defective/damaged main digital board, which can lead to the reported issue. Although a root cause of how the damage occurred was not determined, it is possible the reported issues were due to damage from wear and tear from normal use of the device and/or physical damage, mishandling, or customer abuse. Main digital boards are expected to become damaged over time, due to normal use and degradation. A device and facility complaint history review indicated this is an isolated incident. Moreover, a significant trend has not been identified that would suggest any issues in design or manufacturing or warrant any further corrective action. Trending will continue to be monitored for this device, incident issues, and causes.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) kept rebooting randomly. Customer was not able to see if there were any error messages because the device goes black and then reboots and continues to monitor like normal after 1/2 minutes and then repeats this same issue again. No patient harm reported. Customer will send the device to nihon kohden repair center for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) kept rebooting randomly. Customer was not able to see if there were any error messages because the device goes black and then reboots and continues to monitor like normal after 1/2 minutes and then repeats this same issue again. No patient harm reported. Customer will send the device to nihon kohden repair center for repair.